Event description:
It was reported that while in the cath lab the md encountered the following: "the sheath was kinked and the balloon was not tracking over the wire." As a result, the md requested a new intra-aortic balloon (iab) for insertion. The second iab was inserted successfully. There was a reported 5 to 10 min delay in intra-aortic balloon pump (iabp) therapy, however the delay did not cause harm to the pt. There were no reported pt complications; no medical / surgical intervention was required. The pt did expire and it is unk if the device caused or contributed to the pts death. Add'l info rec'd on (B)(4) 2012, stated that the service coordinator spoke directly to the doctor today. He stated that the pt was a mi (myocardial infarction) pt; so complications were there, but the delay of 4 to 8 mins also contributed to the pt's death up to some extend."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.